Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made. This resolved the issue. The pt continues to be monitored. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is available.